Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the beath pin broke off into the bone while drilling into the femur. The tip broke off deep into the patient where the surgeon was comfortable leaving it in the patient. He then proceeded to screw an interference screw into the tunnel overtop of the broken tip.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection: tip breakage observed. The tip piece was not received with the device. The probable root cause for the reported failure involving this device could be due to excessive force applied by user to device.

Event description:
It was reported that the tip of the beath pin broke off into the bone while drilling into the femur. The tip broke off deep into the patient where the surgeon was comfortable leaving it in the patient. He then proceeded to screw an interference screw into the tunnel overtop of the broken tip.